Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was unknown. Customer was explained the possible alarm and possible causes. Customer stated the error table indicates that pump should be replaced. Customer was advised the pump will need to be replaced.

Manufacturer narrative:
The pump was received with currents within specification. The pump passed the self test and unexpected restart test. No external ram crc or unexpected restart error alarms were noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip.